Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the szabo technique was to be used, which requires the stent to be inflated slightly prior to insertion into the guiding catheter. The stent couldn't cross the lesion and dislodged as an attempt was being made to pull the stent back out. The dislodged stent could not be found in the pt. A 3.5 x 15 mm promus stent was deployed in the ostial lad. After the procedure, a full body scan was performed and the dislodged stent was found in the small iliac artery. It was decided to leave the stent, as it was felt that it might not result in any major harm to the pt. No add'l event or pt info is available.